Event description:
This lv lead was implanted on (B)(6) 2010. A product experience report was received on 05/08/2018 stating that this lead was explanted due to infection with sepsis. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).